Event description:
On (B)(6) 2012, the patient was admitted to the hospital again for ventricular arrhythmia and treated with anti-platelet medications and the episode resolved without an adverse patient sequela the next day. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, additional information received revising the case description: it was reported that on (B)(6) 2010 four promus stents were implanted in the distal, mid, and proximal, left anterior descending artery without difficulties. The patient was discharged from the hospital on (B)(6) 2010. On (B)(6) 2011, the patient experienced symptoms of a myocardial infarction (mi). On (B)(6) 2011, the patient had a positive functional ischemia study for the target vessel and was given an anticoagulant medication. The patient had an electrocardiogram, angiogram and an elevated creatinine kinase level and was diagnosed with a myocardial infarction having 100% occlusion at the proximal lad and a thrombosis in the lad. A percutaneous coronary intervention (pci) and thrombectomy aspiration with two devices were completed with an intra-aortic balloon pump (iabp). Reportedly, there was a large amount removed with the thrombectomy. There was re-stenosis noted with the promus stent in the proximal lad and one of the promus stents in the distal lad. Two vision stents were implanted to treat the re-stenosis obtaining a 0% (mid lad) stenosis post procedure. On (B)(6) 2011, the intra-aortic balloon pump (iabp) was removed from the patient. On (B)(6) 2011, the patient experienced an episode of ventricular arrhythmia, another angiogram was done, and another iabp was inserted. On (B)(6) 2011, the patient transferred to another health care provider. On (B)(6) 2011, a catheter ablation was performed to treat the ventricular arrhythmia. On (B)(6) 2011, a defibrillator was implanted in the patient to treat the ventricular arrhythmia.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of arrhythmia, ischemia, myocardial infarction, and restenosis are listed in the promus everolimus eluting coronary stent system, as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional 3 promus stents are being filed under a separate manufacturing report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010 four promus stents were implanted in the distal, mid, and proximal, left anterior descending artery without difficulties. On (B)(6) 2011, the patient had a (B)(4) study for the target vessel and was given an anticoagulant medication. On (B)(6) 2011, the patient had an electrocardiogram and an elevated creatinine kinase level and was diagnosed with a myocardial infarction. On (B)(6) 2011, an angiogram and a percutaneous coronary intervention (pci) were done. On (B)(6) 2012, the patient experienced an episode of ventricular arrhythmia and another angiogram was done. The ventricular arrhythmia resolved and the patient remained hospitalized for a non-related issue. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction of date from (B)(6) 2011 to (B)(6) 2012.

Manufacturer narrative:
(B)(4). Additional information added to event description. On (B)(6) 2011, the patient was admitted to the hospital again for ventricular arrhythmia and treated with anti-platelet medications and the episode resolved without an adverse patient sequela the next day. There was no additional information. There were no reported product deficiencies. The reported patient effects of arrhythmia, ischemia, myocardial infarction, thrombosis, and restenosis are listed in the promus everolimus eluting coronary stent system, (B)(4) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.